Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. One medtronic admiral xtreme balloon was also used on the same day. Approximately 19 months post index procedure, the patient suffered in stent occlusion in the right sfa which was treated with fem/pop bypass approximately 12 days later. The investigator indicated that the event was not related to the device, procedure or drug. The event was resolved.

Manufacturer narrative:
Evaluation codes results/conclusion: occlusion. (B)(4).